Manufacturer narrative:
The instrument has been investigated. Customer was unable to perform calibration check as the tips are touching the bottom of the wells. The field service engineer (fse) evaluated the instrument and observed that the tip pick up was incorrect. Fse replaced the plunger clamp and checked the tip pick up height. Calibration was successfully performed after repair. The instrument was tested without further problem and was returned to expected operation.

Event description:
The microlab at plus 2 instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).